Event description:
This pt was presented to the interventional lab for a coiling procedure of an aneurysm in the anterior communicating artery (acom). The info states that the physician was able to place 2 coils into the anterior lobe of the aneurysm. The physician delivered a third coil but was not satisfied with its position and attempted to reposition the coil. Upon repositioning, the coil stretched. The physician then snared the coil and upon removal, the coil stretched into the carotid artery. The physician aborted the procedure after several unsuccessful attempts to remove the coil and placed the pt on plavix to prevent a transient ischemic attack (tia) or stroke due to the fact that the coil remained in the carotid artery. The pt was sent home in good condition and was scheduled to return to the hosp to complete the coiling procedure.